Manufacturer narrative:
Product analysis: the hawkone was returned connected a cutter driver inside a yellow biohazard bag with a h1 device sticker attached. The lot number on the device sticker was 0010169372. The hawkone device was inspected and found the distal flush tool was partially placed over the distal assembly where the black duck-billed valve was covering the proximal end of the laser drilled coiled housing. It was observed the tecothane was worn on the top plane (opposite the gw tubing) of the housing approximately 3.5cm from the distal tip. At the area of the damaged tecothane, the housing was bend at an approximate 45-degree angle. Dried biologics/blood was noted within the housing. Inspected under microscope found the coils remained intact; however, the tecothane show a hole and the material was flared outward from the housing. The proximal end of the guidewire tubing was inspected and found green string-like material. The observed material may have been from the coating of the guidewire used during the procedure. A 0.014" guidewire was loaded the guidewire tubing of the hawkone distal assembly and verified the guidewire tubing showed no zipper tearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a non-medtronic 6fr sheath and spider fx embolic protection device during treatment of an 80mm plaque lesion in the patient¿s distal left superficial femoral artery (sfa) of reported diameter 5mm. Slight vessel tortuosity and calcification are reported. Lesion exhibited 75% stenosis. IFU was followed. Vessel pre-dilation was not performed. The physician reports that the device was a little sticky going onto the patient. The physician used a wet gauze allowing the device to track nicely. The device was effective while in use. It is reported that severe resistance was encountered during withdrawal but was ultimately removed. On removal of the device from the patient, it was observed that the nosecone was damaged. No wire wrap was reported. The tip is not reported to have separated at the hinge pin. The device was safely removed from the patient with the cutter inside the housing. There was no pieces noted to be missing from the device. A new hawkone device was opened and was used without issue to complete the procedure. No patient injury reported.